Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was failed and unable to recover. The field service engineer (fse) removed the rm cover and found the latch stuck in the locked position. The station was powered down, the latch was replaced, and the hasp was realigned. After rebooting the station, the rm was successfully recovered. The fse also found that the refrigerator door was sagging and rubbing on the bottom making it difficult to align properly. Also, the fse checked the rm box and inspected the hasp, bus cable, latch, harness, and interface board, verified the bus cable connection at the communication sled and tested the rm in hardware test application successfully. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager was not working, and the storage space could not be recovered. However, there were no delays or adverse events or injuries reported based on this event.